Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was not returned for evaluation; therefore, the complaint could not be confirmed, and the root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found.

Event description:
The customer reported on medwatch# mw5149898, that the patient presented for tunneled hemodialysis catheter removal. The tunneled hemodialysis catheter was removed without complications. After removal the catheter was inspected, and it was noted that the cuff was not attached. Portions of the cuff were removed from the subcutaneous tissue. No additional information was provided.